Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2014. The physician inadvertently placed the aortic body distal to the intended landing zone during initial deployment, which required manipulation of the catheter to re-position the implant. Polymer fill was initiated but no polymer was observed to be filling the graft. The physician believed the fill tube was damaged during manipulation. Due to absence of polymer in the graft to visualize the intended iliac limb graft targets, the physician implanted the two iliac limbs by relying on angiographic measurements. After implantation of the iliac limbs, a type ia and a type ib in both limbs were present. A stent was placed in the proximal seal zone, and two additional stent grafts were placed to successfully resolve the type ib endoleaks. This resulted in a prolonged procedure time. Upon review of the CT scan taken 3 days post-op, there is evidence of a persisting type ia endoleak. It is unknown if a re-intervention is planned.